Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd secondary set c61 tubing was damaged. The following information was provided by the initial reporter: removed, the user noticed that the tubing had been cracked by the clamp and that saline solution was leaking from the opening. The bag was set aside for analysis and a complaint was filed. When did the incident occur? = after use.

Manufacturer narrative:
Sku 515302, lot 1032211 qty (B)(4) pcs, was produced in april 2025. According to DHR, there were no quality notifications observed during manufacturing process related to mentioned issue. Manufacturing process was conducted in accordance with document 15-0137 and all quality control activities have been performed according to quality specification 10-0255 and 10-0160. Following the conducted inspection, it has been confirmed that the tube is damaged. The customer stated that the defect occurred due to the clamp causing damage to the tube. This defect could not be successfully replicated during testing. A detailed inspection of the tube and clamp was performed, and all ctq (critical to quality) parameters were found to be within specification. Based on the above findings, it has been concluded that the clamp did not directly cause damage to the tube. However, there is a possibility that excess material ¿ a protrusion ¿ may have been present on the clamp, which could have potentially caused the damage. Currently, no excess material is present on the clamp. Excess material might have detached from the clamp during product handling, and this has been defined as a potential root cause.

Event description:
No additional information provided.